Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Medtronic received information that 47 months following the implant of this bioprosthetic valve, the valve developed stenosis. The valve was explanted and replaced with another manufacturer's valve. No adverse patient effects were reported.

Event description:
Medtronic received information that 47 months following the implant of this bioprosthetic valve, the valve developed stenosis. The valve was explanted and replaced with another manufacturer's valve. No adverse patient effects were reported. The valve was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared distorted; oval shaped. Part of the sewing ring appeared to have been removed exposing the stent. Green and white multifilament sutures remained attached to the existing sewing ring. All leaflets were in the closed position. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. The lunula of the non-coronary cusp appeared folded back towards the belly of the cusp. The free margin of the left and right cusps along the left right commissural line appeared stretched, possibly due to the partially open non-coronary cusp. Tiny abrasions were noted on the free margin of the right cusp. Glistening off white pannus covered the tissue and base stitching, along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 2 mm onto all cusps showing a reduced inflow orifice area. Remnants of pannus remained attached to the existing sewing ring on the outflow adjacent to the left cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Tan thrombotic appearing host tissue filled and stiffened the non-coronary cusp on the outflow adhering to the lunula, resulting with the leaflet partially open. Tan thrombotic appearing host tissue partially filled and stiffened the left cusp on the outflow along the outflow margin of attachment. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the reduced performance of the valve was attributed to a combination of pannus overgrowth and thrombus formation; these are generally considered patient-related conditions. In addition, the device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.